Event description:
The duett was deployed following an interventional procedure via the common femoral artery. Following the deployment, the pt experienced loss of pulses and color in the affected foot and an occlusion was confirmed. Treatment consisted for a surgical embolectomy and thrombectomy. A right above knee amputation was later performed. No further info is available.